Event description:
It was reported that during an unknown procedure, when the surgeon tried to fit the anvil into the spike in the device it would not stay engaged and kept coming off. Another device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.